Manufacturer narrative:
Philips service reseated the ipc memory chips, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ipc failed to boot, and reseating memory chips resolved the issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.